Event description:
It was reported that bd angiocath¿ IV catheter had opaque characteristics making it difficult to observe blood. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: there are no samples or photos available for analysis. This is the first complaint for catheter defective/damaged (catheter opaque) for lot number 8012902, product code 388336. A review of the device history record was completed for sub-assembly #004712bjf lot 7331985 manufactured from 01-dec-17 to 29-dec-17 in acam#1 machine used in claimed lot 8012902. This lot was reviewed regarding the test of was analyzed for the "damaged component" and there were no records that could lead to this complaint. Qn/ ncmr review: no records of quality notification or reports of non-conformity that could lead to this complaint. After analyzing the complaint report that says: "intravenous catheter has opaque characteristics, making it difficult to perceive blood, and consequently, possible loss of access." It can be seen that this is not a problem of product manufacture, but of an incorrect perception of the user about product design. Investigation conclusion: bd was unable to verify the reported issue. Since angiocath has the opaque color catheter, which is what gives this component its radiopacity. The component responsible for blood visualization is the reflux chamber that is where the user touches the product to perform the venipuncture. Root cause description: based on the analysis of this complaint can be realized that this is not a problem of manufacture of the product, but an incorrect perception of the user about product design. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had opaque characteristics making it difficult to observe blood. No serious injury or medical intervention was reported.